Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient experienced three infusion sets tubing detachment during sitting event on (B)(6) 2026. The infusion set was in use for two days. The site of detachment was close to the site. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3. Patient city: (B)(6). Patient country: spain. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.